Event description:
It was reported, that during a da vinci-assisted right hemicolectomy. The vessel sealer extend (vse) was only recognized on one robot arm after several attempts with limited functionality. The jaws could not be opened, and the instrument had to be taken out with emergency opening. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vse instrument has been checked before use and no issues were found. The vse instrument was only accepted on one robot arm, despite several attempts with redocking and undocking, etc. During operation by the surgeon, the branches no longer open, so that it had to be opened with the emergency key. After that, the instrument was no longer operational. There were no error messages when the problem with the vessel sealing device occurred. When the sealing event occurred, there was an audible signal tone normal (continuous tone) while the pedal was depressed. The sealing functioned. The branches had not been in contact with a clip, suture, staple or other metal object when the reported problem was noted. The branches were not immersed in a liquid or contaminated by charred tissue (bio-contamination) before or during the sealing cycle. There was no bleeding, as the sealing was completed. The branches did not open. The instrument could not be used. No additional surgery was required to repair any rupture in the tissue. No tissue was removed unexpectedly. There were no complications, as surgery could be completed with an equivalent device.

Manufacturer narrative:
Based on the claim against the product by the customer. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have homing failures, during initialization based on in-house testing. The vse instrument was placed on the system and failed initialization on multiple attempts. Additional observations not reported by site: the vse instrument was found to have 4 engagement failures, based on log review. Log review showed error code 22020 indicating installed vessel sealer extended failed to engage on the universal surgical manipulator (wrist pitch axis failed to engage). The vse instrument housing was removed, and the grip ring was found to be dislodged from its normal position. The vse instrument inputs were manually manipulated, and the grips would not open. The slug that catches the tail end of the spring was found to be dislodged. Upon visual inspection, the grips were found to have scratch marks/abrasions. There was no material missing. The complaint regarding recognition issue, and jaws unable to open was confirmed by failure analysis. Which indicates that the device did contribute to the customer reported issue. This complaint is being reported, due to the following conclusion: failure analysis confirmed the vse instrument has a dislodged grip ring. Medical intervention may be required in the event that the vse fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Further advanced failure analysis investigation was performed and was completed on 21-jun-2023. The initial fa findings were confirmed. The housing was removed, and the grip ring was found to be dislodged. A closer look and comparison with a known good instrument showed that the grip ring screw was missing. The missing screw can make the grip ring to get dislodged which in turn can lead to initialization failure.

Event description:
Refer to h10/h11 for follow-up information.